Manufacturer narrative:
Additional information: sections b.3, b.7, d.7, & d.10 correction: sections b.1, b.2, & h.1 the recipient's device was reportedly explanted. The recipient was not reimplanted. Legal proceedings have prohibited the testing and failure analysis of the explanted device. As a result, no conclusion can be drawn at this time. If the legal proceedings allow for the analysis to be completed, the issue will be reopened and the results of the analysis will be reported. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is healing well. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced non-auditory sensations with and without use of external equipment. The recipient has been a non user of the device for several years. Programming adjustments were made, however, the issue did not resolve. The recipient has elected to explant the device. Revision surgery is scheduled.